Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was 573 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.